Event description:
It was reported by repair work order that the scale was inaccurate due to a malfuctioning load cell. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.